Event description:
It was reported that when an asymptomatic patient presented to the clinic for routine follow up, multiple episodes of non-sustained rv oversensing due to lead noise was observed. Pocket manipulation could not reproduce the noise in clinic. Recommended programming changes and further testing will be made at the next follow up. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).